Manufacturer narrative:
The power management graph was in specification. No power error alarms in the format history file. No unexpected replace battery alerts or replace battery now alarms noted in the long trace file. No unexpected power loss alarms, power loss anomalies, blank display anomalies, power error alarms, replace battery alerts or replace battery now alarms noted while monitoring for 8 days. The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump lost power without any prior alert. Customer stated that the device beeped, then the display was blank. Blood glucose level at the time of the incident was 86 mg/dl. During troubleshooting, the customer received an additional power loss alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.